Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
A product history search revealed no additional complaints against the related part and lot combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.